Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer's blood glucose value was 170 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer were able to complete rewind and passed displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.